Event description:
Device malfunction: device #1 cuff miss/failure to retract foot. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after a diagnostic procedure. Reportedly, after deployment, the needle did not capture the suture. While returning the lever to its original position, the foot did not retract (park). Pressure was applied to the lever, the foot retracted (parked) and the device was successfully removed from the patient's anatomy. A second device was attempted but after removal, no sutures were attached to the needles. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Device #2 proglide: lot #57114-6h indicated will be filed under medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.